Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted upon receipt of further info. During priming on (B)(6) 2015, priming fluid was found leaked from the bottom of the product. Another filter was used to start procedure. No pt injury was reported.

Event description:
Customer reported that "during priming on (B)(6) 2015, priming fluid was found leaked from the bottom of the product. Another filter was used to start procedure. No pt injury was reported". (B)(4).